Manufacturer narrative:
(B)(4).

Event description:
Same case as #2134265-2008-04213. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the taxus liberte' 2.75x32mm drug eluting stent was removed from the package, it was found to be crushed. As there was no patient involvement, no patient complications occurred. Patient status is satisfactory.